Event description:
It was reported that a patient was experiencing diaphragmatic stimulation post-implantation of a cardiac resynchronization therapy - defibrillator (crt-d) device and lead system. While troubleshooting the stimulation issue it was discovered that the left ventricular (lv) lead showed high impedance levels out of range due to the connector not being fully inserted into the device header. Surgical intervention was required to fully insert the lead connector into the device header. The physician stated that full insertion was difficult and required force. They also indicated that insertion during the initial implant procedure was difficult. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 459888, implantable pacing lead, (B)(6) 2013. (B)(4).